Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Although requested, additional information was not available for reporting. This report is for one unknown one-third tubular plate. Part and lot numbers are unavailable for reporting. Other¿partial UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 due to left ankle implant pain. The hardware was originally implanted with an unknown synthes one-third tubular plate on (B)(6) 2014. The plate was removed during the (B)(6) 2016 revision surgery. There was no reported surgical delay or patient harm. There was no allegation of malfunction reported for the reported plate. This report is for one unknown one-third tubular plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the postoperative status of the patient is unknown.